Event description:
It was reported "we have had 2 chemo spills this week and we believe it is due to a malfunction with the huber needle." No other information was provided. This report addresses the first spill incident.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of asfrf003 showed one other similar product complaint(s) from this lot number. The complaints for this lot number (asfrf003) have been reported from the same facility.